Event description:
It was reported to philips that the x-ray pc failure caused a loss of imaging during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the x-ray pc, reloaded the software, restored the backup, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).